Event description:
It was reported that this rv lead exhibited oversensing of non-physiological noise leading to pacing inhibition for more than four seconds and inappropriate atrial tachy response (atr) episodes with atrial-ventricular dissociation. Technical services (ts) advised on programming enhancements. No additional adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).